Manufacturer narrative:
(B)(4).

Event description:
It was reported that "on multiple occasions involving different operators using the same device kit, backflow of fluid or blood into the cath-gard contamination sterile sleeve was observed. The initial insertion was performed in the cardiac catheterization laboratory, after which the patient was transferred to the intensive care unit (ICU), where the leakage was noted. The device was used for temporary right ventricular pacing via access in the right internal jugular vein. As a result of the reported issue, the pacing wire was replaced, necessitating an additional procedure for the patient. Upon discontinuation and removal of the initial pacing wire, it was observed that the internal valve was not secured and had come apart. The pacing wire and sheath were replaced within 24 hours." There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as stable. Associated mdrs include 3010532612-2026-00449 (specific event) and (multiple events without additional details).